Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (foreign) regarding a patient who was receiving baclofen with concentration 2000 mcg/ml at an unknown dose rate via an implantable pump. It was reported that that the patient came in and missed a pump refill.  They read the logs and the pump read empty 4 days ago. The patient has an appointment to get the pump filled in a week. The patient was asymptomatic and actually feels great without getting intrathecal baclofen and wanted to discuss discontinuing therapy with their doctor.

Manufacturer narrative:
He h.6. Codes have been updated to reflect the new information. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The pump implant date was unknown. The patient missed an appointment and refuses to travel to saint john. Regarding the cause of the patient having missed the refill and pump having went empty, it was indicated that the patient doesn¿t have a way to the implanting facility and that they forgot. The patient was described as not overly reliable. The patient was rescheduled and the pump was filled on time. The issue was resolved. "***MDR decision updated too not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.